Event description:
During a procedure, it was reported that after connecting the lasso 2515 nav variable catheter to the patient interface unit (piu), both carto and recording system had noise issue on both signals (body surface and intracardiac) which the physician was not able to interpret them. When the catheter cable was disconnected from the piu, the noise issue was gone. A new cable was then connected and the system was turn on and off but the noise issue reappeared. After the lasso catheter was changed, the problem was resolved. The procedure was completed successfully and there were no patient consequences. Based on the reported event, this complaint became reportable as there was noise on body surface and intracardiac signals in both systems at the same time, causing for the physician to not be able to interpret the signals,.

Manufacturer narrative:
B) (B)(4) during a procedure, it was reported that after connecting the lasso® 2515 nav variable catheter to the patient interface unit (piu), both carto and recording system had noise issue on both signals (body surface and intracardiac) which the physician was not able to interpret them. When the catheter cable was disconnected from the piu, the noise issue was gone. A new cable was then connected and the system was turn on and off but the noise issue reappeared. After the lasso catheter was changed, the problem was resolved. The procedure was completed successfully and there were no patient consequences. The returned device was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since the lot # 15977177l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).